Manufacturer narrative:
H3: analysis of the ins (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins) battery was opened and not used because after the set screw was tightened down, the lead was still not secured in place. The battery had a defect. Both leads were implanted, and another battery was implanted as well. Conflicting information was reported as the rep noted they were in possession of the battery, but it was also noted the battery was scrapped.

Manufacturer narrative:
B5 has been updated to include information previously captured in 2182207-2025-01343 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-may-16, information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for the call was the caller stated they were in a new implant case and the hcp tightened the screw of the bottom port, heard the clicks but the lead was not secure and could be pulled out. The top port/screw appears to be functioning as intended. Tss reviewed twisting the lead slightly to see if it would be secure in a slightly different position but even so, there would be concerns about the port being secure. Caller was going to use a new ins. Troubleshooting was not required. 2025-may-20, additional information was received from the manufacturer representative (rep). Rep reports the cause of the event remains unknown, a new implantable neurostimulator (ins) was opened and used without issue, the issue was resolved. 2025-june-05, additional information was received from the manufacturer representative (rep). Rep clarifies on product return paperwork that the 8-15 set screw did not secure the lead in place.